Manufacturer narrative:
(B)(4). The device passed displacement test. The device was received with a crack in the side of the case that extends to the top of the device where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly. The device was received without a battery cap. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump top of the battery compartment had broken off and the battery cap was not screwing in properly. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.